Event description:
A customer reported that their insulin pump was not delivering the accurate amount of insulin due to a blockage. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from technical support, and further information regarding the outcome was unavailable. The customer is currently out of warranty and in the process of renewal.